Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers spouse reported via phone call that they experienced high blood glucose level 425 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was treated with insulin pump. Customer was assisted with troubleshooting and insulin was exited. Customer stated that the cannula was not bent. The insulin pump will not be returned for analysis.